Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was slow in log in and transactions. A reboot was performed, but the issue persisted, with login taking over two minutes. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2022 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station experienced slow login and transaction performance. A technical support specialist (tss) restarted data synchronized services in the station. The system functioned as intended after the technical support specialist troubleshot the device.